Manufacturer narrative:
Age at time of event- 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified left forearm shunt. A 5.00mm/50cm/2cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 8 atmospheres for 10 seconds. The procedure was completed with a different device. No patient complications were reported.